Manufacturer narrative:
A test reservoir was installed and did not lock in place due to the insulin pump having a completely broken off reservoir tube lip. The device passed the prime, excessive no delivery, self-test, off no power and unexpected restart error tests. The displacement test, basic occlusion test and occlusion test could not be performed. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The device was also received with minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, stained end cap sticker and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the insulin pump was chipped at the reservoir compartment and the reservoir would not stay inside. Blood glucose level at the time of the incident was 290 mg/dl, which she treated with a bolus. The customer also reported that she was receiving high glucose alerts. Sensor glucose reading at the time of the call was 187 mg/dl. Blood glucose level the morning of the call was 146 mg/dl. Troubleshooting was performed. It was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was returned for analysis.